Event description:
It was reported that a patient's blood pressure was 70s/40s. A vasopressin drip was ordered to run at 0.03 units/minute (bag concentration = 20ml vasopressin/100ml d5w). A two rn check was performed when programming the IV pump. The patient¿s blood pressure significantly improved after starting the vasopressin drip to the point where the patient¿s phenylephrine drip was temporarily paused. About 30 minutes later, the rn noticed the vasopressin channel was alarming "air in the line". Upon further investigation, it was noticed that the entire bag of vasopressin was dry. The patient's blood pressure began to drop again so a new bag of vasopressin was mixed and a new set if primary IV tubing was primed. This time when the new vasopressin drip was loaded into the channel and programmed (at the same settings as before), it was not immediately hooked up to the patient's IV access (right chest central line) to see how the channel would run the new drip. The app, intern, and 3 rns witnessed the channel run at a significantly fast flow when started on the pump despite correct programming and loading. The channel was immediately removed from service. The blood pressure was then stabilized on correct vasopressin dose on a different pump module. It was reported that the hospital¿s internal investigation revealed that the issues were due to ¿door not being closed completely, but enough that the pump allowed the infusion to start.¿ although multiple requests have been made requesting to return the entire device to bd for investigation, the customer only returned the motor control board. Bd learned additional information during bd's onsite visit. It was reported that the pump module was inspected by bd representative and found a "broken upper platen hinge." It was also reported that at the time of the event the patient was decompensating; the nurse was working with another nurse and training an orientee at the same time. The nurse and the other nurse made the IV vasopressin bag in the room. The other nurse loaded the IV set, "slammed it closed," hooked up the patient while the nurse programmed the pump. The nurse was teaching the orientee and explaining what she was doing as she programmed. The other nurse verified programming. Meredith could not recall anything out of the ordinary occurring during this time. The nurse had noted the patient was very responsive to the vasopressin with their systolic increasing from the 40¿s to 150. The nurse left the room but was called back by the other nurse and orientee when the pump alarmed air-in-line and they observed the vasopressin IV bag to be empty prematurely. The nurses set to preparing a new IV vasopressin bag and tubing and almost put it on the same channel when they decided to see if something was wrong with the pump. They loaded the IV set onto the same channel but did not hook it up to the patient. They observed the fluid ¿shooting¿ out of the distal end of the IV set, so they got a new channel and tagged the affected device. Bd representatives observed the nurse loading an IV set, and the IV set was loaded properly. The nurse also reloaded the IV set properly. The nurse reported that things happen really fast in the ICU, and it is not uncommon to ¿slam¿ pump doors closed and nurses may not always use the roller clamp when they open the pump door.

Manufacturer narrative:
Correction : describe event or problem omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue that there was an over infusion of vasopressin ¿ door not being closed completely is most likely due to a found broken off upper platen hinge post on the platen assembly after the reported event. The suspect pump module (s/n: 14040048) event log which only contains minimal infusion details such as rate, volume to be infused (vtbi), and alarm events, did not have the details for the reported incident date of 28jun2023. The event log beginning date was 05jul2023 with an ending date of 18aug2023. The pump module also has limited memory, and the pertinent data was overwritten from continued use of the pump module after the incident. The inspection and testing process confirmed a broken platen upper hinge post and replicated the occurrence of unregulated flow. Temporary replacement of the damaged platen assembly, for testing purposes only, resulted in the pump module passing the repeated unregulated flow testing process. The investigation could not determine when the upper hinge post of the platen was broken off. The inspection found the presence of an impact dent on the upper right corner of the platen. It could not be determined if this observation was associated the platen upper hinge post breakage. It was reported the over infusion issue was due to the ¿door not being closed completely¿. The investigation could not determine if this was in reference to the platen or the main door assembly. Closing the door on an object other than a properly nested dedicated alaris administration set for the pump module can cause damage to the upper platen hinge if there is enough torque applied. Bd identified that use error was the cause for breakage at the upper platen hinge post. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient's blood pressure was 70s/40s. A vasopressin drip was ordered to run at 0.03 units/minute (bag concentration = 20ml vasopressin/100ml d5w). A two rn check was performed when programming the IV pump. The patient¿s blood pressure significantly improved after starting the vasopressin drip to the point where the patient¿s phenylephrine drip was temporarily paused. About 30 minutes later, the rn noticed the vasopressin channel was alarming "air in the line". Upon further investigation, it was noticed that the entire bag of vasopressin was dry. The patient's blood pressure began to drop again so a new bag of vasopressin was mixed and a new set if primary IV tubing was primed. This time when the new vasopressin drip was loaded into the channel and programmed (at the same settings as before), it was not immediately hooked up to the patient's IV access (right chest central line) to see how the channel would run the new drip. The app, intern, and 3 rns witnessed the channel run at a significantly fast flow when started on the pump despite correct programming and loading. The channel was immediately removed from service. The blood pressure was then stabilized on correct vasopressin dose on a different pump module. It was reported that the hospital¿s internal investigation revealed that the issues were due to ¿door not being closed completely, but enough that the pump allowed the infusion to start.¿ although multiple requests have been made requesting to return the entire device to bd for investigation, the customer only returned the motor control board.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.